Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, moderately calcified, 90% stenosed, mid right coronary artery. The patient presented experiencing an acute myocardial infarction. The 3.5x18 mm xience xpedition stent delivery system (sds) was advanced towards the lesion; however, became caught on the calcification in the vessel. The sds was pushed forward which resulted in flaring of the stent struts; therefore, no further attempts to advance were made. Resistance was also felt during retraction of the sds from the anatomy. A 3.0x28 mm unknown stent was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.